Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarms, constant tone, button error alarm, unexpected restart alarm and external ram crc error alarm. Customer's blood glucose level was 234 mg/dl. Customer advised they received a no delivery alarm in the alarm history as a result of kinked tubing and allowing the reservoir to get to low levels. Customer advised they resolved the issue with a complete set change. Customer declined to return the reservoir and infusion set for analysis. Customer advised the tubing at times would get caught on their beltline and would detach from the adhesive. Customer declined to troubleshoot for constant tone, unexpected restart alarm and external ram crc error alarm. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive. Customer advised they were able to rewind and complete the self-test. Customer was advised to discontinue use of the device and that the device would be replaced.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No external ram crc error alarm or unexpected restart alarm noted. The insulin pump passed the self-test and unexpected restart error test. The insulin pump was monitored and had no audio beep anomaly, constant tone alarm anomaly or high pitch sound anomaly noted. The insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.